Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed burnt pins on ac power adapter. The service technician scrapped the ac power adapter. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
It was reported to carefusion that the customer pulled the lemo off model palmtop ventilator revel. Damage is noted and lemo connector has missing pins.